Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v040097, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n315997, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The manufacturer representative reported there was a suspected depleted implantable neurostimulator (ins). There was a return of symptoms. The indication for therapy was parkinson's dual and movement disorders. Additional information received reported the ins was completely out and the patient was hospitalized due to severe return of parkinson's symptoms. The ins was replaced. If additional information is received, a follow-up report will be sent.